Event description:
It was reported during surgery, after the guidewire was inserted; when tapping and putting in the screw, the bottom threaded part of guidewire broke. Additional information was provided on (B)(6) 2014, in direct conversation with the customer who reported surgery was minimally invasive surgery (mis) of. L3-l4. The guidewire snapped. The surgery was delayed by approximately ten minutes, an x-ray was taken which showed the device was retained at the l3 level. The surgeon did not attempt to remove the guidewire. There was no known injury to the patient reported.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.